Manufacturer narrative:
Without the return of the product, medtronic is unable to determine a relationship between the valve and reported clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 2 months post implant of this aortic bioprosthetic valved conduit, a non-medtronic transcatheter valve was implanted valve-in-valve.  The reason for the intervention was not reported. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that this aortic bioprosthetic conduit was replaced valve-in-valve due to insufficiency. If information is provided in the future, a supplemental report will be issued.